Manufacturer narrative:
Method; followed up with company representative.

Event description:
It was reported that: prior to starting a kyphoplasty procedure, the patient (in her (B)(6)) was moved to a prone position on the table and vital signs declined rapidly. It was decided to abort the case and call a code blue. The procedure was not started or completed. As of (B)(6) 2011, the patient was awake and alert, but experiencing short term memory loss. It is believed that the incident was anesthesia related. No further information was reported.